Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material and a box clamp was returned connected to the catheter body. The catheter body appeared intentionally trimmed. Visual examination revealed the distal luer hub was separated and not returned. The distal extrusion edge of separation appeared rough and jagged. Visual examination of the distal luer hub could not be performed as it was not returned for analysis. The returned catheter body was trimmed to 140 mm which indicates at least 67 mm were separated and not returned per product drawing. The outer diameter of the distal lumen measured to be 2.18 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the distal lumen measured to be 1.45 mm which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the lumen wall thickness measured within specifications. The proximal and medial lumens were flushed using a lab inventory syringe. No blockages or leaks were detected. A manual tug test confirmed the proximal and medial luers were fully secured to their extension lines. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. " the customer report of a separated distal luer hub was confirmed by complaint investigation of the returned sample. The distal luer was separated and the edges of separation on the lumen appeared rough and jagged. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The probable root cause could not be determined based on the information provided and without the separated distal luer hub to analyze. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the nurse was preparing to do an infusion, but the luer-lock connection (brown head) fell off.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the nurse was preparing to do an infusion, but the luer-lock connection (brown head) fell off.